Manufacturer narrative:
All manufacturers : manufacturer information is not available as catalog number, device lot, and brand name are unavailable.

Event description:
Information was received that a patient's smiths medical tracheostomy tube end connector did not contain a swivel end. It was also reported the flange is not the right size either. Subsequently, a tracheostomy change out was required. No adverse patient effects were reported.